Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose level was 534 mg/dl. Customer addressed elevated blood glucose levels with manual injections and reverted to manual injections for insulin therapy.